Event description:
This lead was explanted on (B)(6) 2009 and replaced due to noise and out of range impedances. This lead was retained by the hospital. Should additional info become available, this record will be update.